Event description:
The gear/cable mechanism of the fenestrated force bipolar broke while grasping the stomach. The instrument could not be opened (with help of intuitive support - would not open w/irk) so the stomach was forcibly removed which caused a large hole in the stomach. Stomach repaired in 2 layers, leak test on egd was negative. Unable to complete the paraoesophageal hernia repair as planned - performed gastropexy instead.